Manufacturer narrative:
Additional information: section a-3b patient gender: female section a-4 patient weight: unknown as information was not provided. Section a-5 patient ethnicity: unknown as information was not provided. Section a-6 patient race: unknown as information was not provided. Section d-6b date explanted: not applicable as the iol remains implanted; therefore, not explanted. Section h-3 device evaluated by manufacturer: the complaint device was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The pre-loaded drn00v model intraocular lens (iol) was injected into the patient's ocular sinister (left eye) and the lens was gorged on the outer side of the lens. The damage was clarified as a deep scratch on the peripheral edge. Due to the peripheral location of the scratch, the surgeon decided to leave the iol implanted. The doctor stated it was a little tight when he pushed the lens in. It is unknown if the incision was enlarged however, there was no medical attention, no medication was prescribed, no procedural delays, no sutures, and no vitrectomy during the procedure. Viscoelastic was used and the surgical technician is experienced with pre-loaded lenses. The lens are kept in a separate room within temperature outside the operating room (or). Patient's daily activities significantly were not affected. Patient prognosis post-procedure was reported as fully recovered. The suspect iol is not available for return as it remains implanted. No further information is available.